Manufacturer narrative:
510k: this report is for an unknown impactor/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, a proximal femoral nail antirotation system (pfna) was applied to a surgery for femoral fractures. During the procedure, the surgeon tried to lock the blade after inserting into the affected site but the blade would lock, causing the impactor to come off the blade. The surgeon removed the sleeve and aiming arm and tried to lock the blade again but the shaft of the impactor spun without engaging the blade. The surgeon attached the impactor to the blade by rotating the impactor counterclockwise then removed the blade using a hammer. The surgeon inserted another blade-95 mm into the affected site. The surgery was completed with a 30-minute delay. It was also noticed that the hexagon-shaped part of the impactor (the tip of the impactor) did not reach the hexagon-shaped part of the blade (the recess on the blade). There was no adverse consequence to the patient. Concomitant device reported: unknown sleeve (part# unknown, lot# unknown, quantity# 1). Unknown aiming arm ( part# unknown, lot# unknown, quantity# 1). This report is for one (1) unk - impaction instruments: trauma. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is not a synthes employee. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.